Manufacturer narrative:
(B)(4). The investigation is based only on the description and images of the returned filter. It has not been possible to obtain further info and CT images at this time. Product lot number is unk, so no mfg documentation specific for this filter could be found. The provided images of the filter were evaluated and showed no indication that this filter was not manufactured within specifications. Filter perforation of the vena cava wall is a well known risk though and several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. However, the exact root cause to this event is unk and no conclusion can be drawn. The appropriate individuals are informed and monitoring of similar events will continue.

Event description:
A male pt was in a coma sometime in (B)(6) 2008 and a decision was made to place a vena cava filter due to his bedridden state. He subsequently came out of the coma, and was told that the vena cava filter that had been placed would probably be a permanent filter for him. However, two months after coming out of the coma, he began experiencing liver and or back pain. After some time, a CT scan was conducted and it was determined the vena cava filter was protruding into his intestines. The filter was subsequently removed sometime in late 2009 or early 2010. The pt indicated his health is doing better now.